Event description:
Per the clinic, the patient experienced skin overgrowth and irritation at the abutment site. The patient was prescribed oral antibiotics (type and dosage not reported) and a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.